Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Event description:
It was reported on social media that a patient has had 4 back surgeries in the last 2 years. Per the post on the site, "her pain continues and the doctors were stumped until today. An x-ray showed an object under her skin in her back." The implant was removed and company's name was stamped on it. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.